Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level reaching over 600 mg/dl. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.